Manufacturer narrative:
An event regarding revision surgery due to pain and a pseudo tumor involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of an nc and a CAPA. A lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that patient's left hip was revised due to pain and pseudo-tumor. Shell, screw, liner, and head were revised to a tritanium revision shell, liner, ceramic head and sleeve. The stem was not revised and did not appear to have notable wear.